Event description:
It was reported that during a water vapor therapy procedure for benign prostatic hyperplasia, a white, sticky foreign substance was found inside the lumen where the device scope passes through. The physician was able to wipe off a significant portion using gauze, and the procedure was continued. The procedure was completed with original device without patient complications.

Event description:
It was reported that during a water vapor therapy procedure for benign prostatic hyperplasia, a white, sticky foreign substance was found inside the lumen where the device scope passes through. The physician was able to wipe off a significant portion using gauze, and the procedure was continued. The procedure was completed with original device without patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.